Event description:
It was observed that during the device evaluation, the evis lucera duodenovideoscope exhibited foreign objects in the nozzle. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign objects in the nozzle likely due to insufficient cleaning. Additionally, the forceps elevator wire had a cut, the adhesive around the bending section cover had a chip, a crack, and a scratch. The connecting tube had a scratch and a wrinkle. The plastic distal end cover had discoloration. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of up/down knob was out of the standard value. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope¿s nozzle was. Additionally, it was confirmed there was no delay in the start of pre-cleaning, the customer flushed the nozzle with water and air, there were no abnormalities in the accessories used for reprocessing. They did not confirm whether they¿ve presoaked the endoscope in detergent solution, they wiped the nozzle with clean lint-free cloths/brushes/sponges, and they flushed the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. According to the methods for procedure in line with the instructions for use (IFU) below, we determined the suggested event can be detected / prevented: the instruction manual operation manual ¿tjf-260, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿tjf-260, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.